Event description:
A user facility reported a mark on the optic of an intraocular lens (iol). Pt impact remains unk. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/19/2009 and 07/10/2009 by mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).